Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154838.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed high thresholds on the left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.